Manufacturer narrative:
Additional information: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported an intraocular lens (iol) was explanted. The reason for explant was not provided. Reportedly there was no vitrectomy, sutures or incision enlargement. The explanted lens was replaced with a non-johnson and johnson iol. The patient outcome is fine. Per the customer, no further information is available.

Manufacturer narrative:
Correction: this is to correct follow-up #1 for MDR# 9614546-2020-00529. It did not include the additional information received which stated the patient's symptoms were blurry vision and halos. Therefore, the following correction applies. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: the incorrect manufacturing site was inadvertently entered in initial emdr, section g. The correct address is anasco industrial park, road 402 north, km 4.2, anasco, ud, 00610. Therefore, the MFR report number in section g9 should begin with 2648035. Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 1/6/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was returned cut in half with lens damage, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, however this can be attributed to receiving the lens wrapped in gauze and therefore cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.